Manufacturer narrative:
One cardiomems patient electronic system along with power supply cord was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.visual inspection of the power supply revealed exposed wires. There was no damage to the power cord.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.